Event description:
Mobile filamentous structure attached to the inflow cannula consistent with thrombus. Had low flow alarms and suction alarms last week.speed echo done and persantine 50 mg tid added.